Manufacturer narrative:
The vad device which is used for treatment remains implanted. It was reported that the batteries will be returned; however, they have not been received.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The reported event indicates an issue with the performance of a battery. The devices related to the reported event were exchanged without incident and there was no reported patient injury. Five batteries were returned to heartware for evaluation; various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Batteries ((B)(4)) passed visual examination and functional testing; the analyzed device performed per specification under testing conditions and could not duplicate the reported malfunction. Battery ((B)(4)) failed functional testing due to a faulty internal component on the printed circuit board, which controls the memory and data in the battery. This was an incidental finding that would not have contributed to the reported event. The reported event was confirmed via log analysis which revealed a series of premature battery switching events. While the exact cause of the reported event cannot be conclusively determined, controller log file data indicates that the most likely root cause of the event is a communication error between the controller and the connected battery. The manufacturer has opened an internal investigation to evaluate these types of issues. On april 30, 2014, a field safety notice (fsca apr2014) was issued to us physicians together with a patient letter to be delivered by sites to patients currently on device. The field safety notice and patient letter were intended to enable patients to recognize abnormally behaving batteries and to specify actions to take when a battery needs to be replaced. The communications outlined general power management requirements and focused on recognizing the alarms and message displays related to the specific failure modes. Boxed instructions were provided in the field safety notice to provide advice to patients and sites on how to respond in the event of premature battery switching, rapid capacity change, or rapid switching back and forth the ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
The controller switches from one power port to the other one before the batteries are down to 25 %. The patient recognized this and came to the hospital. The vad coordinator saw "controller power up" in the log files on the two days prior to this. The batteries were replaced with no effect to the patient.

Manufacturer narrative:
The concomitant lvad pump remains implanted with no indication of any device performance issues. The involved batteries were returned to the manufacturer for analysis. DHR review results: a review of the devices' incoming inspection records indicated ncpa-13566 was applied to these units during receiving inspection; the non-conformance report was reviewed and the deviation did not contribute to the reported event. Upon completion of the review, it was concluded that the units met all the internal requirements prior to their qa release process. Moreover, there is no evidence that the manufacturing process was a contributory factor to the events reported under this complaint. Device testing results summary: (B)(4): the returned battery failed functional testing due to a faulty internal component on the printed circuit board, which controls the memory and data in the battery. This was an incidental finding that would not have contributed to the reported event. (B)(4): the returned battery passed visual inspection and functional testing in a lab environment. Review of the log files indicated that there was a series of premature battery switching events. While the exact cause of the reported event cannot be conclusively determined, log file data points toward a potential communication anomaly between the controller and the connected battery. Heartware has initiated an internal investigation to further evaluate this issue. However, this battery performed per specification under testing conditions.